Event description:
Healthcare professional (hcp) reported the non-invasive blood pressure monitor (nibpm) was reading high, as if it were inaccurate, during hemodialysis treatment using the meridian device. Hcp relates that the nibpm was displaying a blood pressure of 161/88, however, when the attending nurse looked at the patient (pt) the nurse noted that the pt looked "unwell". Hcp relates that the attending nurse suspected that the pt's blood pressure was lower than the meridian displayed so she took a manual blood pressure reading. Hcp relates that the manual blood pressure reading read 100/54. Hcp relates that there was no patient injury or medical intervention, the treatment continued to completion with the attending nurse taking the patient's blood pressure manually and not using the nibpm readings. Hcp also relates that the nurses at the center took some blood pressure readings from the nibpm on themselves after this incident, which also appeared to be inaccurate, off by approx. 20mmhg systolic and 10mmhg diastolic. Hcp has no further incident details.